Manufacturer narrative:
Age at the time of event: 18 years or older device evaluated by manufacturer: the device was returned for analysis. The brake button and advancer were microscopically and visually inspected. The brake button was received pushed inside the advancer. The advancer housing was opened to check for damage to the brake and the brake was found to be broken. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the brake defeat could not be released. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.00mm rotalink¿ plus was selected for use for the percutaneous coronary intervention. The device worked successfully during the entire procedure, however, upon removal of the burr, it was noted that the brake release button remained stuck in the pressed state. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.